Event description:
It was reported while using bd intima-ii y prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on june 20, when the patient had a right heart contrast echocardiography, an indwelling needle was used to establish a venous channel, a three-way tube was connected, and the indwelling needle sealing clip was closed. When making hand-shaking normal saline, it was found that the switch of the indwelling needle sealing tube clamp was not completely closed, and there was leakage. Re-create the hand-shocked normal saline, pressurize the switch of the indwelling needle sealing clamp by hand, and continue to complete this inspection. Although no serious harm was caused to the patient, the quality of the indwelling needle affected the inspection.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2314751. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii y prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), when the patient had a right heart contrast echocardiography, an indwelling needle was used to establish a venous channel, a three-way tube was connected, and the indwelling needle sealing clip was closed. When making hand-shaking normal saline, it was found that the switch of the indwelling needle sealing tube clamp was not completely closed, and there was leakage. Re-create the hand-shocked normal saline, pressurize the switch of the indwelling needle sealing clamp by hand, and continue to complete this inspection. Although no serious harm was caused to the patient, the quality of the indwelling needle affected the inspection.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.